Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by customer system setup. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) arm#4 is not working properly and had non-intuitive motion. The surgeon believes the issue may be related the the right hand control at the console however was unable to provide any further details. System logs show no related errors. The customer is continuing with the procedure. The procedure was completed with no reported injury.